Event description:
The patient did not feel well when he woke up in the morning and he began to vomit. His parents measured his blood glucose as over 500 mg/dl. They found that the infusion site cannula was not in the patient's body. He was taken to the hospital and treated for ketoacidosis. Two days later, the patient resumed use of the infusion device. The infusion set was requested to be returned for evaluation.